Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome and adenomyosis. Previously administered products included for an unreported indication: mirena, cymbalta, percocet and depo provera. Concurrent conditions included vaginal discharge, vaginitis, uterine tenderness, dehydration, pap smear abnormal, human papilloma virus infection, menstruation irregular, fibromyalgia, urinary frequency, constipation, metaplasia, chronic cervicitis and bacterial vaginosis. Concomitant products included allopurinol (elavil), gabapentin, ibuprofen from (B)(6) 2012 to (B)(6) 2015, lorazepam (ativan) since (B)(6) 2012, sertraline hydrochloride (zoloft) and tramadol from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: metal anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2010: uterus measures 7.7 x 3.3 x 5.4 cm. Endometrium measures 2 mm. No dominant fibroid. Right ovary measures 3 x 2.3 x 2.4 cm and left ovary measures 2.9 x 2.7 x 2 cm. There are bilateral ovarian follicles with suggestion of peripheral distribution and possible central echogenic stroma. Lack of transvaginal exam limits evaluation of the ovaries. No adnexal mass or free fluid. Impression- bilateral ovarian follicles with possible peripheral distribution suggestive of polycystic ovaries. Recommend transvaginal pelvic ultrasound to better assess the ovaries; on (B)(6) 2015: findings- uterus is 11 x 3.4 x 6.3 cm. Endometrial stripe is 0.6 cm in thickness. Right ovary is 3.5 x 2.9 cm and left ovary 3.2 x 2.3 cm. There are sub centimeter bilateral ovarian follicles and there is bilateral ovarian blood flow. No free fluid in cul-de-sac. Conclusion- unremarkable ultrasound of the pelvis. This study has been interpreted and dictated at berkshire medical center.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ depression, dyspareunia, anxiety, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Lot number, new reporters information, historical drugs and conditions were added. Concomitant conditions and drugs were added. Outcome of event pain from unknown to recovering/resolving were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome and adenomyosis. Previously administered products included for an unreported indication: mirena, cymbalta, percocet and depo provera. Concurrent conditions included vaginal discharge, vaginitis, uterine tenderness, dehydration, pap smear abnormal, human papilloma virus infection, menstruation irregular, fibromyalgia, urinary frequency, constipation, metaplasia, chronic cervicitis and bacterial vaginosis. Concomitant products included allopurinol (elavil), gabapentin, ibuprofen from (B)(6) 2012 to (B)(6) 2015, lorazepam (ativan) since (B)(6) 2012, sertraline hydrochloride (zoloft) and tramadol from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia),menorrhagia"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish, psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain,chronic"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2010: uterus measures 7.7 x 3.3 x 5.4 cm. Endometrium measures 2 mm. No dominant fibroid. Right ovary measures 3 x 2.3 x 2.4 cm and left ovary measures 2.9 x 2.7 x 2 cm. There are bilateral ovarian follicles with suggestion of peripheral distribution and possible central echogenic stroma. Lack of transvaginal exam limits evaluation of the ovaries. No adnexal mass or free fluid. Impression- bilateral ovarian follicles with possible peripheral distribution suggestive of polycystic ovaries. Recommend transvaginal pelvic ultrasound to better assess the ovaries; on (B)(6) 2015: findings- uterus is 11 x 3.4 x 6.3 cm. Endometrial stripe is 0.6 cm in thickness. Right ovary is 3.5 x 2.9 cm and left ovary 3.2 x 2.3 cm. There are sub centimeter bilateral ovarian follicles and there is bilateral ovarian blood flow. No free fluid in cul-de-sac. Conclusion- unremarkable ultrasound of the pelvis. This study has been interpreted and dictated at berkshire medical center.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ depression, dyspareunia, anxiety, pelvic pain,dysmenorrhea lot number: a02552, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : general abnormal bleeding, abdominal pain. Outcome of the event pelvic pain was changed from recovering/resolving to recovered/resolved and outcome of dysmenorrhea, dyspareunia, menorrhagia was changed from unknown to recovered/resolved incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome and adenomyosis. Previously administered products included for an unreported indication: mirena, cymbalta, percocet and depo provera. Concurrent conditions included vaginal discharge, vaginitis, uterine tenderness, dehydration, pap smear abnormal, human papilloma virus infection, menstruation irregular, fibromyalgia, urinary frequency, constipation, metaplasia, chronic cervicitis and bacterial vaginosis. Concomitant products included allopurinol (elavil), gabapentin, ibuprofen from (B)(6) 2012 to (B)(6) 2015, lorazepam (ativan) since (B)(6) 2012, sertraline hydrochloride (zoloft) and tramadol from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: metal anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis on (B)(6) 2010: uterus measures 7.7 x 3.3 x 5.4 cm. Endometrium measures 2 mm. No dominant fibroid. Right ovary measures 3 x 2.3 x 2.4 cm and left ovary measures 2.9 x 2.7 x 2 cm. There are bilateral ovarian follicles with suggestion of peripheral distribution and possible central echogenic stroma. Lack of transvaginal exam limits evaluation of the ovaries. No adnexal mass or free fluid. Impression- bilateral ovarian follicles with possible peripheral distribution suggestive of polycystic ovaries. Recommend transvaginal pelvic ultrasound to better assess the ovaries; on (B)(6) 2015: findings- uterus is 11 x 3.4 x 6.3 cm. Endometrial stripe is 0.6 cm in thickness. Right ovary is 3.5 x 2.9 cm and left ovary 3.2 x 2.3 cm. There are sub centimeter bilateral ovarian follicles and there is bilateral ovarian blood flow. No free fluid in cul-de-sac. Conclusion- unremarkable ultrasound of the pelvis. This study has been interpreted and dictated at (B)(6) medical center.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ depression, dyspareunia, anxiety, pelvic pain, dysmenorrhea lot number:a02552, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,chronic') in an adult female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome and adenomyosis. Previously administered products included for an unreported indication: mirena, cymbalta, percocet and depo provera. Concurrent conditions included vaginal discharge, vaginitis, uterine tenderness, dehydration, pap smear abnormal, human papilloma virus infection, menstruation irregular, fibromyalgia, urinary frequency, constipation, metaplasia, chronic cervicitis and bacterial vaginosis. Concomitant products included allopurinol (elavil), gabapentin, ibuprofen from (B)(6) 2012 to (B)(6) 2015, lorazepam (ativan) since (B)(6) 2012, sertraline hydrochloride (zoloft) and tramadol from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia),menorrhagia"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish, psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain,chronic"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015 patient received treatment for events ¿pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2010: uterus measures 7.7 x 3.3 x 5.4 cm. Endometrium measures 2 mm. No dominant fibroid . Right ovary measures 3 x 2.3 x 2.4 cm and left ovary measures 2.9 x 2.7 x 2 cm. There are bilateral ovarian follicles with suggestion of peripheral distribution and possible central echogenic stroma. Lack of transvaginal exam limits evaluation of the ovaries. No adnexal mass or free fluid. Impression- bilateral ovarian follicles with possible peripheral distribution suggestive of polycystic ovaries. Recommend transvaginal pelvic ultrasound to better assess the ovaries; on (B)(6) 2015: findings- uterus is 11 x 3.4 x 6.3 cm. Endometrial stripe is 0.6 cm in thickness. Right ovary is 3.5 x 2.9 cm and left ovary 3.2 x 2.3 cm. There are sub centimeter bilateral ovarian follicles and there is bilateral ovarian blood flow. No free fluid in cul-de-sac. Conclusion- unremarkable ultrasound of the pelvis. This study has been interpreted and dictated at berkshire medical center. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ depression, dyspareunia, anxiety, pelvic pain,dysmenorrhea lot number:a02552 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4) and will be deleted, all information from this case were transferred to case (B)(4). No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.